Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited noise. No changes or intervention were reported. The patient condition was not known.

Event description:
New information received notes that the patient presented to clinic for a follow-up. It was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. Programming changes to door pacing mode were performed on (B)(6) 2025.